Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative verified the power-up vent test failure in fault journal. It was recorded. Found that the terminated/male lead wire, coming from pneumatic drive ass'y, was not pushed into the molex connector all the way. It was pushed into the molex connector. During the pneumatic testing, k6 failed to open after several attempts, the pneumatic drive ass'y was replaced. As precautionary measure the k6a - safety vent valve was replaced. It was also found that the grommet that protects speaker wires and v-bulk wires, was brittle and in several pieces and the grommet was replaced. The cable ass'y/main cpu pcb to motor was replaced. During the service, the controller pcb became damaged and replaced the cable ass'y/main cpu to motor controller pcb. It was checked the pneumatic performance, performed the functional tests and safety checks to factory specifications. The pump was returned to customer. The drive manifold and vent valve are being returned to the manufacturing facility at (B)(4) for evaluation. A supplemental report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that prior to use on a patient the pump indicated on the monitor an "electrical code fails number 58." The unit was replaced. No patient was involved.